Event description:
A customer obtained a single non-reproducible, higher than expected vitros vanc result on one patient sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a single non-reproducible, higher than expected vanc result occurred while using the vitros 5,1 fs analyzer. A definitive root cause for the event could not be determined, however, an instrument related issue cannot be ruled out. An ocd field engineer found that repairs to the secondary metering subsystem were necessary to return the instrument to expected operation. The issue has not recurred.